Event description:
The patient never experienced therapeutic effect. She had leg weakness and feelings that she was 'going to die.' It was reported that an inflammatory mass at the tip of the catheter was diagnosed with x-ray and computerized tomography scan. It was later reported that the catheter had a leak at the spot between the pump and the spinal entry point. The hcp did not indicate any concern with inflammatory mass, and discussed that the radiologist was simply unable to locate the catheter tip when using dye. The dye only was found at the site of the leak. When the catheter was removed, it appeared to be cut. The hcp was unable to retrieve the spinal segment. A new catheter was implanted. The drug concentration was not changed. The patient was started using a minimum dosage. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.